Event description:
It was reported that a spectrum pump powered off without user input during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The pump was tested with a known good battery the device was powered on and was able to run an infusion with no discrepancies. Then a known good power cord was connected, and an infusion was run with no discrepancies. A review of event history log revealed multiple improper shutdowns. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.